Event description:
It was reported that a roi-c anchoring plate was found to be broken approximately 13 months post-operatively via x-rays. No revision surgery is planned at this time.

Manufacturer narrative:
D4 UDI number: (B)(6) h4: (B)(6) 2020 or (B)(6) 2020. Correction in d4: UDI number. Additional information in d4: expiration date, h4: manufacture date, and h6: component, investigation type, findings, and conclusions. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a roi-c anchoring plate was found to be broken approximately 13 months post-operatively via x-rays. No revision surgery is planned at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.